Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistant pelvic pain"), abdominal pain ("severe and persistent abdominal pain"), back pain ("back pain"), genital haemorrhage ("heavy bleeding") and uterine leiomyoma ("fibroids") in a female patient who had essure inserted. In 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and back pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy and total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain and genital haemorrhage had resolved and the uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: surgical pathology report: cervix, uterus, bilateral fallopian tubes, total laparoscopic hysterectomy with bilateral salpingectomy: cervix with no histopathologic abnormality; disordered proliferative endometrium; myometrium with leiomyomata, largest 17 cm; uterine serosal surface with no histopathologic abnormality; bilateral fallopian tubes with no histopathologic abnormality. Clinical impression and history: dysfunctional uterine bleeding, fibroid uterus. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2014: uterus measuring 10.9 x 7.4 x 8.7 with intramural fibroids. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine leiomyoma. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistant pelvic pain/pelvic pain/pelvic area pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, hemorrhagic anemia, frequency urinary, vaginal delivery, parity 1, uterine bleeding, vaginal discharge, vaginitis bacterial, menorrhagia and dysmenorrhea. Previously administered products included for an unreported indication: implanon from 2008 to 2011. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe and persistent abdominal pain/persistent abdominal pain") and back pain ("back pain/severe and persistent back pain"). In 2012, the patient experienced genital haemorrhage ("heavy bleeding/heavy bleeding"). On an unknown date, the patient was found to have uterine leiomyoma ("fibroids") and experienced mental disorder ("caused or aggravated any psychiatric and/or psychological condition"), menorrhagia ("heavy menstrual bleeding") and iron deficiency anaemia ("iron deficiency anemia"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and back pain had resolved and the uterine leiomyoma, mental disorder, menorrhagia and iron deficiency anaemia outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, iron deficiency anaemia, menorrhagia, mental disorder, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: essure insertion date was reported as (B)(6) or (B)(6) 2011. Essure caused or aggravated any psychiatric and/or psychological condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: was told that no contrast was seen to pass through the fallopian tubes indicating complete occlusion. The coils are seen centrally within the fallopian tubes. No. Contrast media is seen to pass through the fallopian tubes indicating complete occlusion. Ultrasound scan - in 2014: intramural fibroids. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine leiomyoma, genital hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistant pelvic pain/pelvic pain/pelvic area pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, hemorrhagic anemia, frequency urinary, vaginal delivery, parity 1, uterine bleeding, vaginal discharge, vaginitis bacterial, menorrhagia and dysmenorrhea. Previously administered products included for an unreported indication: implanon from 2008 to 2011. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe and persistent abdominal pain/persistent abdominal pain") and back pain ("back pain/severe and persistent back pain"). In 2012, the patient experienced genital haemorrhage ("heavy bleeding/heavy bleeding"). On an unknown date, the patient was found to have uterine leiomyoma ("fibroids") and experienced mental disorder ("caused or aggravated any psychiatric and/or psychological condition"), menorrhagia ("heavy menstrual bleeding") and iron deficiency anaemia ("iron deficiency anemia"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and back pain had resolved and the uterine leiomyoma, mental disorder, menorrhagia and iron deficiency anaemia outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, iron deficiency anaemia, menorrhagia, mental disorder, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: essure insertion date was reported as (B)(6) 2011. Essure caused or aggravated any psychiatric and/or psychological condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: was told that no contrast was seen to pass through the fallopian tubes indicating complete occlusion. The coils are seen centrally within the fallopian tubes. No contrast media is seen to pass through the fallopian tubes indicating complete occlusion. Ultrasound scan - in 2014: intramural fibroids. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine leiomyoma, genital hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: medical records received. Events added from mr- heavy menstrual bleeding, iron-deficiency anemia. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.